Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device got stuck in the closed position while stapling the wound edges. The physician tried to open it but it remained stuck. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device got stuck in the closed position while stapling the wound edges. The physician tried to open it but it remained stuck. A new device was used to complete the case. There was no patient injury.